Event description:
New information received notes that the patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for routine generator replacement showing oversensing due to noise on the rv lead. Physician elected to cap and replace the rv lead on (B)(6) 2016. No further information.